Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had inadvertently "skipped through the pump prompts yesterday" and too large of a bolus had been delivered. The blood glucose (bg) dropped to 17 mg/dl and the customer was taken to the emergency room (ER). The customer was treated with intravenous fluids and glucagon. After 4-6 hours, the customer left the ER in stable condition with a bg of approximately 100-200 mg/dl.